Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one solution set leaked. During patient infusion with intagam, "the whole cap/air vent at the top of the chamber was popping out" and an unspecified quantity of intagam leaked out. There was no patient injury or medical intervention associated with this event. No additional information is available.